Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced reduced exercise tolerance and performance. The lead exhibited high thresholds, high impedance, undersensing and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.